Event description:
Device malfunction: suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the iliac artery after an interventional procedure. Reportedly, when the needles were disengaged by pulling the plunger assembly back and removing the plunger and needles from the body of the device, the suture limbs did not attach to the links. A second perclose at was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.